Manufacturer narrative:
Our nk project manager reported that the csm-1901 bedside monitor dropped off of the central nurse's station (cns) without an error message on the cns. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical devices - csm-1901a, sn: (B)(4).

Event description:
Our nk project manager reported that the csm-1901 bedside monitor dropped off of the central nurse's station (cns) without an error message on the cns. No patient harm reported.

Event description:
Our nk project manager reported that the csm-1901 bedside monitor dropped off of the central nurse's station (cns) without an error message on the cns. No patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that a pu-681ra unit was experiencing g9 drop out. There was no error message for the g9 dropping off the cns. No patient harm was reported. There was no further information provided from the customer. Service requested / performed: troubleshooting. Investigation summary: the root cause of this issue cannot be determined as there was not enough information provided from the customer. Due to the age of this complaint, no additional information can be obtained from the customer, therefore. Since the root cause was unable to be determined, no CAPA is required. Without a root cause, the counter measure to prevent recurrence cannot be performed. The overall risk rating is determined to be medium. The following fields are not applicable (na) to the MDR report: d4 lot # & expiration date g4 device bla number the following fields contain no information (ni), as attempts to obtain information were made, but not provided: additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: g9 monitor: model #: csm-1901a, serial #: (B)(6). Additional information: b4 date of this report e2 health professional g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative